Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reporting on behalf of employee. An individual received a false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use with cartridge lot: 22098c, cartridge sn: (B)(4), and reader sn: (B)(4). On (B)(6) 2022 individual took a sars-cov-2 pcr test from kaiser permanente which resulted in negative; brand unknown. On (B)(6) 2022 the individual tested negative on cue covid-19 test for home and over the counter (otc) use. Individual received a negative covid-19 antigen test result; unknown date and brand. Individual had no symptoms and cartridge was stored at correct temperature per instructions for use.